Event description:
It was reported the patient felt he was not getting adequate pain relief from his scs system. He reported the stimulation was not high enough in his back. It was reported surgical intervention will most likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.